Event description:
This complaint is now reportable based on the analysis completed on 05/30/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x32 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the normal non-tortuous proximal left circumflex (lcx). The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found the balloon to be partially inflated and both the proximal and distal stent sections raised. This type of stent damage is consistent with the balloon being partially inflated. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.